Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5156722. D4: primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.

Event description:
Voluntary medwatch received states that patient's lead was capped due to unknown product performance issue. There were no patient consequences.